Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of transfer guard anomaly and high blood glucose readings from the pump. The customer's blood glucose reading was 293 mg/dl. The customer was assisted with her infusion set. The customer filled the syringe with air. The customer stated that she was unable to press the transfer guard onto the vial. The customer changed her reservoir and had no further issues filling the reservoir. The customer was advised to speak to health care provider regarding high blood glucose readings. The customer will call back to perform hp test.